Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touch pen cord was disconnected. As a result the touch pen was replaced. Also, the software was reloaded and updated to address long boot time issue. Product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer's touch pen stylus' cord became disconnected. It was further reported that the programmer had a long boot time, though it was noted that once it did boot it functioned normally. The programmer was returned for service. No patient complications have been reported as a result of this event.